Manufacturer narrative:
The product code, lot number and actual device involved in the reported incident were not provided but were reported as a cardinal health product. A review of the device history record could not be conducted as the product code and lot number were not provided. The device was not available for further investigation, therefore the root cause for the reported concern could not be determined. Based on the limited information provided at this time no further action will be taken at this time, if further details are provided or device is provided a follow up report will be submitted.

Event description:
Plaintiff alleges that on or about (B)(6) 2016, plaintiff was riding the (B)(6) subway northbound from the station when, at approximately half past ten p.m., while attempting to exit the subway onto the platform (B)(6) in (B)(6), the wheel of her rollator, which was distributed, manufactured and supplied by defendant cardinal, became lodged into the gap between the train and platform. As a result, the rollator fractured and broke causing plaintiff to fall and suffer aright knee patella fracture requiring an open reduction with internal fixation utilizing two screws, along with other traumatic injuries, damages and losses.

Manufacturer narrative:
The actual product number was not on the initial report because it was not available at the time the report was filed. The product number used was unknown product-med for manufacturer, jan mao industries co. Ltd, in china. Since the initial report was filed, cardinal health has learned the actual product number is zchmt25bg and the manufacturer is aikin healthcare in china.